Event description:
It was reported that arrhythmia occurred post implant of a prosthetic aortic valve. The native annulus diameter was 24.5mm with no calcification. A 27mm lotus edge valve was implanted 2-3mm below the annulus. On the same day, after the procedure, the patient experienced arrhythmia and a permanent pace maker was implanted. No further complications were reported.